Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The por was cleared and alarms were turned off. Wireless telemetry was not available and the device was at recommended replacement time (rrt). It was noted the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Hybrid analysis found the device battery to be severely depleted. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. However, the battery was damaged during removal necessitating proper disposal. Further analysis unable to be performed. If information is provided in the future, a supplemental report will be issued.